Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("both devices were not correctly placed"), genital haemorrhage ("major hemorrhage") and dysfunctional uterine bleeding ("intense bleeding since the first days / her menstrual period lasted many days, she was diagnosed with functional disorder") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida and parity 2. Previously administered products included for an unreported indication: oral contraceptives and unspecified iuds. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant) with menorrhagia. In 2013, the patient experienced device expulsion ("one device fell down when she was in the bathroom"). In (B)(6) 2013, the patient experienced discomfort ("discomforts started after replacement of the device"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("constant pain"), insomnia ("insomnia"), dyspepsia ("digestive problems"), vulvovaginal candidiasis ("vaginal candidiasis") and adverse event ("adverse event nos"). The patient was treated with surgery (uterus and essure removal). Essure was removed in 2018. At the time of the report, the device dislocation, genital haemorrhage, dysfunctional uterine bleeding, pelvic pain, device expulsion, discomfort, insomnia, dyspepsia, vulvovaginal candidiasis and adverse event had resolved. The reporter considered adverse event, device dislocation, device expulsion, discomfort, dysfunctional uterine bleeding, dyspepsia, genital haemorrhage, insomnia, pelvic pain and vulvovaginal candidiasis to be related to essure. The reporter commented: after diagnosis of functional disorder, she received a lot of drugs to control the menstrual discharge. After the coil fell down, the essure was replaced in (B)(6) 2013. In the summer of 2016 she started thinking that essure could be related. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: contrast fluid passed through a fallopian tube x-ray - on an unknown date: both devices incorrectly placed. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.